Manufacturer narrative:
The ticket searches determined that complaint activity for the likely cause lot is normal and the complaint trending report review determined that there is no non statistical or adverse trends for the product for the complaint issue. The architect (B)(6) qualitative package insert states to confirm repeatedly reactive specimens using a neutralizing assay (e.g., architect (B)(6) qualitative confirmatory) before disclosing (B)(6) status to the patient. In this case the customer followed the outlined testing algorithm, however, the customer treated the baby based on the (B)(6) results and did not wait for the confirmatory results. Based on the evaluation no malfunction or product deficiency was identified.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete.

Event description:
The account stated an obstetrics patient generated architect hbsag (B)(6) and the baby was treated based on the reactive screen prior to neutralization confirmatory testing being performed. The patient generated (B)(6) at 2 other laboratories but (B)(6) neutralization confirmatory testing. No information or treatment of the baby are available. Data provided: (B)(6) collected on (B)(6) 2016 generated architect hbsag (B)(6). Collected on (B)(6) 2016 generated architect hbsag (B)(6).